Event description:
It was reported that troubleshooting took place involving this device due to reported noise and inappropriate shock. Provocation testing revealed noise in the primary and secondary sensing vectors. The device also oversensed some of the noise seen in these vectors. The device was programmed to the alternate sensing vector. A review of the device data by technical services (ts) agreed with the programmed sensing vector and x-ray images reviewed showed good system position. The device was explanted and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.